Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The fenestrated bipolar forceps instrument was received for failure analysis. The instrument was found to have a fully broken exposed conductor wire within the bipolar yaw pulley. No signs of thermal damage were observed but the conductor wire was damaged. Components adjacent to the broken wire did not show damage. A fully broken grip cable at the yaw pulley was also found. The components surrounding the broken cable did not exhibit abnormal sharp edges or damage that would have contributed to the cable breaking. When cable breakage occurs, the instrument is immediately inoperable due to loss of functionality. These cables are exposed at the instrument tip and control movements at the wrist.

Manufacturer narrative:
The product has not been returned to intuitive surgical, inc. (Isi) for failure analysis evaluation. Therefore, the cause of the customer reported failure mode cannot be determined. A review of an image, provided by the customer, of the instrument used in this procedure was performed by an isi failure analysis engineer (fae). Per the fae, the cable does not appear to be fully broken; it looks like the grip cable is frayed. .

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the fenestrated bipolar forceps instrument was found to have a broken wire, the electrocautery function did not work, and bleeding occurred while exchanging instruments. The instrument was inspected before use and no damage was found. The customer stated the instrument stopped functioning during the task of cauterizing. There was no tissue damage nor did any tissue require to be removed due to this event. The instrument was replaced with a backup instrument of the same type. There was some bleeding from unknown tissue during the instrument exchange of less than 50 ml. There was no need for a blood transfusion. The procedure was completed as planned with no reported post-operative complications.